Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) regarding a patient receiving bupivicane and morphine (doses and concentrations unknown) via an intrathecal infusion pump for non-malignant pain. It was reported by an hcp that the patient was hospitalized with altered mental status and metabolic encephalopathy 1 week ago (B)(6) 2020). The patient improved and was discharged. The hcp was unsure what caused the issue. It was noted that the patient wasn¿t seen at the hcp¿s facility. It was reported that on (B)(6) 2020 the patient was admitted to the hospital again with the same symptoms. The hcp wanted to contact a company rep to see if the pump was working right. It was noted that the patient¿s pump md had not been contacted yet.